Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. We presume that cognition of device handling and reprocessing steps were different between the user and recommendation by olympus. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where deviations from instructions for use (IFU) were identified. Formalin was accidentally put into the reprocessor instead of isopropyl alcohol. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU warns on inappropriate reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was incorrectly reprocessed. Formalin was accidentally put into the reprocessor instead of isopropyl alcohol. The issue occurred during reprocessing. There were no reports of patient harm.